Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that during a posterior lumbar interbody fusion (plif) spinal surgery at l1-s1 an extender broke at the point grasping a screw. One side was completely bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Visual examination identified a component release pull and both associated component head grippers are bent laterally, and the head grippers are cracked at the corners of the notch. Visually and optically identified witness marks on the inside of head grippers, suggesting possible off-center engagement of the rod with the sequential reducer. The rod may have subsequently wedged itself between the reducer and the extender, which would prevent further reduction of the rod, and account for lateral loading and disassembly of the extender, as well as the head gripper witness marks. The above observations are consistent with misalignment of the rod and sequential reducer during reduction.